Manufacturer narrative:
Abbott customer service support reviewed the instrument logs, and suspected issues with the sample probe. The customer replaced the sample probe (list number 01g48-04), which resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further reports of discrepant results by the customer after the sample probe was replaced. A review of complaint and trending data for the sample probe identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The architect c4000 erratic result rate was reviewed and found to be within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no additional patient information was provided.

Event description:
The customer obtained a falsely elevated architect creatinine and falsely depressed calcium result while using the architect c4000. Sample ID (B)(6) generated creatinine results of 18.273 and 0.487 mg/dl. Sample ID (B)(6) generated calcium results of 4.12 and 8.92 mg/dl. No impact to patient management was reported.